Manufacturer narrative:
Evaluation codes: evaluation confirmed the unit did not send a signal to activate the indicator light at the nurse call test fixture due to a bent pin inside the nurse call receptacle. Based on the age of the device, it is likely that expected normal wear and tear may have contributed to the failure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states check alarm function every time before leaving patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or optional magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm is not sounding at the nurse's station. Customer tested the nurse call option with a new alarm and it functioned properly. The date the issue was discovered is unknown and no patient incident or injury was reported.